Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a qual rep, the outside package of a smart control device shows that the size of the stent is 6.0 x 100 and the lot number 15691356, but the sterile package shows 8.0 x 100 with lot number 15675921. The size and lot numbers on the two packages are different. The product was changed for another one to complete the procedure. There was no patient injury as the device was not clinically used. There was no damage to the package prior to opening it. No pictures are available.

Manufacturer narrative:
Additional information received indicated that the surgeon checked the outside box before it was opened. The outside box was intact and no damage. The hospital stocked several of each of the product of same lot number, but only one had the issue. In addition, no similar complaint was reported in china market. As reported the outside package of a smart control device shows that the size of the stent is 6.0 x 100 and the lot number 15691356, but the sterile package shows 8.0 x 100 with lot number 15675921. The size and lot numbers on the two packages are different. The product was changed for another one to complete the procedure. There was no damage to the package prior to opening it. The hospital stocked several of each of the product of same lot number, but only one had the issue. There was no patient injury as the device was not clinically used. One non-sterile pkg assy 6x100 smart vas120cm was received in a box. The information of the internal label does not match to external label. No other discrepancies were found. ¿ outer label lot# 15691356 catalog # c06100mv ¿ inner label lot# 15675921 catalog # c08100mv note: pouch was opened and the ID band of the product shows the same size described on the inner label (8.0 x 100). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Manufacturing investigation: based on timeline information it could be concluded that involved lots were manufactured, sterilized and shipped to edc at different times, that means both lots were never in the same area or time; therefore the cause of the failure could not be related to manufacturing process. Both labels could be read by scanner device. The reported failure "packaging/pouch/box - labeling incorrect" by the customer was confirmed. The cause of the failure was discarded as manufacturing related, additional investigation has been performed in order to find the potential cause of the failure experienced by the customer. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect additional information from product analysis. As reported the outside package of a smart control device shows that the size of the stent is 6.0 x 100 and the lot number 15691356, but the sterile package shows 8.0 x 100 with lot number 15675921. The size and lot numbers on the two packages are different. The product was changed for another one to complete the procedure. There was no damage to the package prior to opening it. The hospital stocked several of each of the product of same lot number, but only one had the issue. There was no patient injury as the device was not clinically used. One non-sterile pkg assy 6x100 smart vas120cm was received in a box. The information of the internal label does not match to external label. No other discrepancies were found. ¿ outer label lot# 15691356 catalog # c06100mv ¿ inner label lot# 15675921 catalog # c08100mv note: pouch was opened and the ID band of the product shows the same size described on the inner label (8.0 x 100). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Manufacturing investigation: based on timeline information it could be concluded that involved lots were manufactured, sterilized and shipped to edc at different times, that means both lots were never in the same area or time; therefore the cause of the failure could not be related to manufacturing process. Labeling process at (B)(4): according to the information provided by quality manager j&j medical china, label attachment action is only taken on outside package during goods receiving in warehouse, the box is not open. There is no chance to mix them in (B)(4) warehouse. Distribution information: the involved lots (15691356 & 15675921) were distributed to involved hospital. Both labels could be read by scanner device. The reported failure "packaging/pouch/box - labeling incorrect" by the customer was confirmed. The cause of the failure was discarded as manufacturing related since both lots were never in the same area or time. Controls are in place at the final assembly and packaging processes to detect this kind of issue. In addition according to labeling process in china there is no chance to mix them in china warehouse. This discrepancy may be related to the handling. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. With the information available it is not possible to draw a clinical conclusion regarding the event. A risk assessment has been initiated to evaluate this issue.